Manufacturer narrative:
Additional devices listed in this report: cat # 502-03-54e, lot # mmaran, description: primary tritanium hemi cluster hole cup 54mm; cat # 626-00-42e, lot # 42515803, description: modular dual mobility insert; cat # 6020-0435, lot # 39713303, description: accolade tmzf hip stem #4; unknown screw; unknown femoral head; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient had revision on a left hip due to infection.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Device evaluation and results: scrapes noted on the rim of the adm liner, most likely due to the extraction process. The only readable numbers for the lot code are 43220 the other numbers/letters are unreadable due to the damage. The ceramic head and the adm liner were returned assembled. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. In this case, additional information including operative reports, progress notes, x-rays, and a pathology report are needed to fully investigate the event.

Event description:
It was reported that patient had revision on a left hip due to infection.